Event description:
Customer reported the probe was stuck in an angulated position, and it was not possible to straighten the probe tip. Investigation/conclusion: the probe was returned to the mfg site for analysis. Investigation of the probe indicated excessive force was used on the maneuvering wheel on the probe handle. The internal end stop mechanism is a steel clamp on the pull wire that stops against a brass end stop block. The high force shaved off brass from the end block, allowing the clamp to be pressed in underneath the stop block. After the deadlock of the endstop occurred, the metal studs transferring the movement from the maneuver wheel to the inner mechanism broke due to excessive force. The wheel will then rotate freely and any attempt to reverse/straighten the probe will not work. The articulation mechanism is a rugged design and requires excessive force to break. An emergency release solution for articulation lockups is described in the user manual. It is advised to cut the endoscope hose, thus freeing the tip for removal. This attempt reportedly was not tried by the facility.

Manufacturer narrative:
Under another country law, pt info is considered confidential and will not be released by the hospital.